Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had indicated that a week ago her tubing clogged up. As a result customer had high blood glucose and she ended up in the hospital. Customer's blood glucose was not provided. No further information reported.